Manufacturer narrative:
For the reported malfunction, the lot number of the device was provided. The device history records are currently under review. The sample was not returned but an image review is currently underway. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f. Vena cava filter allegedly experienced difficult t remove, malposition of device, and detachment of device or device component. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is male; however, age, and weight were not provided.

Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device has not been returned for evaluation, however, medical records including images were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged filter limb detachment, filter tilt and retrieval difficulties. Based upon the available information, a definitive root cause is unknown. The device was labeled for single use. B5, d4, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f. Vena cava filter allegedly experienced difficult to remove, malposition of device, and detachment of device or device component. This report was received from a single source. This event did involve patient with no reported patient injury. The patient is male; however, age, and weight were not provided.